Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer was running about 400mg/dl, treated with injection pens and is now around 216mg/dl. Customer also reported no delivery alarm during manual prime. Insulin did not exit by plunger push. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.